Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that high lead impedance was received in both system and normal mode diagnostics at a follow-up appointment with the treating psychiatrist. The patient was previously followed by another psychiatrist and during the first appointment with a new psychiatrist, high lead impedance was received. The patient denied any trauma or manipulation to the device. Moreover, the patient's device was disabled due to the high lead impedance and x-rays were taken. Furthermore, a copy of the x-rays was not provided to the manufacturer as good faith attempts were unsuccessful to date. A search in the programming history database indicated the last known diagnostics were from (B)(6) 2009 in which system diagnostics were within normal limits. The patient was referred for surgical intervention but has not been scheduled at the moment due to insurance reasons.